Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: pumps finish early and faster than the specified rate variation.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Forty (40) unused samples were returned for evaluation. Ten (10) of these samples were tested for flow rate issues. The devices were filled with 270ml of nacl, then they were visually inspected to make sure there were no issues with the outer shell. No issues were observed. The devices were then flow tested, and all ten (10) were within specification. The devices operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. Although the cause could not be determined, the IFU for the product does indicate that there are multiple factors that can impact the flow rate of the pump. 1. The temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase by approximately 3%. 2. External pressure such as squeezing or laying on the pump will increase the flow rate. 3. If the outer shell is folded it will also act as external pressure, which can increase the flow rate of the sample. If additional information becomes available, a follow up report will be submitted.